Event description:
The technician alleged that the foot brake caster would not hold when the brake pedal was in the brake position. No patient impact.

Manufacturer narrative:
The technician replaced the foot brake caster to resolve the issue.